Event description:
It was reported that the patient experienced diaphragmatic pacing due to dislodgement of the right atrial (ra) lead that occurred during an earlier fall. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the partial lead was returned and analyzed. There were no anomalies found. Visual summary analysis of the lead indicated apparent explant damage. (B)(4).